Event description:
Additional information was received from an hcp on 2017-mar-09. It was indicated that on (B)(6) 2016 the patient experienced withdrawal and was given oral baclofen. On (B)(6) 2017 the patient had an intrathecal baclofen (itb) refill with a 9% increase. It was reported that a (B)(6) study was performed on (B)(6) 2017 and there were no reported difficulties. On (B)(6) 2017 the itb was decreased by 8% and the patient was admitted and had "2%" overdose. The cause of the withdrawal and overdose symptoms were undetermined. It was noted that they were still decreasing the itb dose.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal lioresal. The dose and concentration were not provided. The indications for use were intractable spasticity and cerebral palsy. It was reported that the patient¿s family complained of withdrawal symptoms in (B)(6) 2016 when the patient was in the hospital for upper respiratory infection. The nurse practitioner was not convinced the patient was in withdrawal. However, on (B)(6) 2017, the nurse practitioner refilled his pump and increased the pump to 315 mcg/day. Then a CT dye study was scheduled. The dye study was done because the patient was rotating between withdrawal and overdose symptoms. These were ongoing. ¿ir¿ did a dye study without telling anyone. The results of the dye study did not show any issues with the catheter. The dye study was done, but radiology did not know they needed to fill the catheter post aspiration of the catheter access port (cap). They did not fill the catheter after the dye study. The patient did not experience any signs or symptoms over the weekend despite the catheter not being filled. However, on monday (3 days later), the patient experienced overdose symptoms like vomiting (zofran was given). The patient was admitted for observation, and the dose was decreased to 279 mcg/day. The patient was discharged, and then came back on (B)(6) 2017 for another decrease in dose. The hcp said the patient was calm, relaxed, and tone would kick in when talking. On (B)(6) 2017, the school nurse called the patient¿s mom to say the patient was sleepy and their eyes looked ¿stoned.¿ there were no other symptoms. Practitioners did not really know what the cause of all this was. When the refill was done in (B)(6) 2017, the volumes were par on. They were supposed to get 3.1 back and got 3.4 back when taking the drug out of the reservoir. There was an assumption that maybe the patient had something that was clogging the catheter to cause the withdrawal symptoms. Then, maybe during the dye study, whatever was clogging catheter was released, and then obviously the dose would have been too high since maybe he was not getting the current amount prescribed. These were only assumptions, not final conclusions. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was unknown what interventions/actions that were taken to resolve the issue. It was unknown if the issue was resolved. Surgical intervention had not occurred, and it was unknown if it was planned. It was noted that the patient¿s status was "alive ¿ no injury" despite it being unknown if the issue was resolved.